Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened, should additional data become available.

Event description:
This atrial lead was noted to be undersensing, so the atrial sensitivity was reprogrammed from 0.8ms to 0.4ms. Then on (B)(6) 2015 the rv sensing was changed from 0.8 to 0.4. This lead currently remains actively implanted. Should additional information become available, this event will be updated. No adverse patient side effects have been reported.